Event description:
It was reported the pt observed a low battery warning on her programmer. A longevity calculation determined the ipg longevity was 96.7 months. This appears to be passivation since the pt has only been implanted for 34 months. An sjm rep met with the pt and cleared the flag. The pt has good stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.